Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, unexpected error popped up on screen to login. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-sep-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the unexpected error had popped up on the screen. The technical support specialist dialed into the station and found the station health status was marked as critical due to a bloated database. The recovery mode was set to simple, and a database shrink was performed. Maintenance_debug and datasynch_debug logs were reviewed, with no errors found. The purge was active, and the station's upload/download status was current. Login was verified using bd credentials, and no fatal errors were observed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, unexpected error popped up on screen to login. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.